Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2010) is considered to be a best estimate. This supplemental emdr represents the bard/davol sepramesh ip (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh composite ip and ventralight st on (B)(6) 2010 and/or (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device #1). Per operative notes, ¿the contents of the hernia was reduced and sepramesh ip (device #1) was placed around the defect and sutured along four sides and tacked.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with implant of ventralight st (device #2). Per operative notes, ¿the recurrence of hernia was noted. The mesh (device #1) was noted and left intact. The anterior abdominal adhesions were removed. The ventralight st (device #2) was placed over the defect and sutured, tacked and stapled.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh composite ip and ventralight st on (B)(6) 2010 and/or (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.